Event description:
Customer reportedly received result of 200 mg/dl and 80 mgdl within 10 minutes on the active system. Low blood glucose symptoms reported with these results; self treated with juice. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: novolog 201-250 = 3units; novolog 301-350 = 7units; novolog >401 = 11units; novolog 151-200 =2units; novolog 251-300 =5units; novolog 351-400 =9units.